Event description:
The catheter was inserted into the body using agilis. There was a complaint that resistance was felt immediately after the electrode part passed through the tip of the sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).